Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor delivered a low-energy pulse during testing. The cause for the failure was isolated to corrosion inside of the monitor on the j1000, j1002, and j1003 components. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor delivered a low-energy pulse during testing.